Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they are having problems with the communicator device. Pt states she will place next to device and cannot connect and asks for the serial number (sn) of the communicator. Agent advised to enter the sn and after this was working as intended. Patient said it takes forever to charge and the battery goes way down after just a couple days and is in the red zone. Agent asked when this started and patient said a couple weeks ago. Patient also mentioned they are charging more often. Pt states seems like the battery is depleting more quickly now. Pt states when battery goes down cannot feel stimulation, agent reviewed will turn off when the ins is low. Patient mentioned they spoke to their representative last week and they changed the settings, but that did not seem to work. P atient will contact the representative. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned waiting an hour last time had problem when trying to call. Pt states spoke to the specialist last time having to do this.